Event description:
It was reported that the patient's electrodes were revised in (B)(6) 2023 when almost all of the resistance values on the left lead were wrong. Then in (B)(6) 2024 they put the lead back in place and partially corrected.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.